Event description:
The customer reported that erroneous elevated cardiac troponin (accutni) results were generated on a synchron lxi 725 system for five patient samples over multiple days. This report is one of four and represents the erroneous accutni result generated for one patient on a single overnight shift starting on (B)(6) 2011. The initial result was elevated and above the acute myocardial infarction (ami) threshold. This result was reported outside of the laboratory. Upon multiple repeat on the same instrument, the repeat results were lower. One of the repeat results was considered valid and reported outside of the laboratory via a corrected report. The patient was a hospital in-patient and it is unknown as to whether the patient was transferred into the intensive care unit based upon the initial erroneous accutni results. A second sample was drawn and tested on the same instrument. The accutni result was elevated and above the acute myocardial infarction (ami) threshold. It is unknown as to whether this result was reported from the laboratory. Samples were collected in lithium heparin tubes. The samples were not short draws and were not lipemic or hemolyzed. The instrument's accutni quality control (qc) results were recovering within the customer's established specifications during the timeframe of this event. An instrument system check performed during the timeframe of the event yielded acceptable results and no messages were posted to the instrument's event log in connection with event.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 and (B)(4) 2011 for this event. The field service engineer (fse) performed a high sensitivity system check which failed to meet specifications. The fse identified that the instrument possessed a scarred valve disc and rotor caused by rusted wash valve cap bearings. The fse replaced the rotor, disc and seal. Assay quality control and calibration assessments were performed which generated acceptable results, and the system was verified per published performance specifications. After completion of the necessary and verified repairs the instrument was returned into operation. A definitive root cause for this event has not been determined to date. Associated mdrs: 2122870-2011-04825, 2122870-2011-04890, 2122870-2011-04826, 2122870-2011-04891.